Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that they were visited emergency room for low blood glucose on (B)(6) 2021 at 17:00. Blood glucose reading was 30 mg/dl. The customer stated they had used the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. The customer was treated with food, intravenous insulin and glucose. The customers last blood glucose reading was 338 mg/dl. The insulin pump will not be returned for analysis.